Event description:
On (B)(6) 2012, a nurse practitioner reported that the vns patient was seen the day prior and high lead impedance was observed. The generator was also noted to only be delivering 0.25ma output current. The patient's device was disabled and there was no trauma or manipulation that was known to have contributed to the event. The patient's settings prior to disablement were noted to be output=2ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=2.25ma/magnet on time=60sec/magnet pulse width=500usec. The impedance value was noted to be greater than 10,000ohms. X-rays will be taken and the patient was referred for a full revision surgery. No further information has been received. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the leads. A portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 239 mm portion the connector ring quadfilar coil appeared to be broken approximately 49 mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. During the visual analysis of the returned 128 mm portion, quadfilar coil 1 extended approximately 19mm past the end of the abraded open / outer silicone tubing and the end appeared to be broken. Scanning electron microscopy was performed and identified the area as having evidence of being worn to the point of fracture with flat spots and pitting on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The abraded opening found on inner silicone tubing 1, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the inner silicone tubing. For the observed inner silicone tubing 2 fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Product analysis on the generator was completed on (B)(6) 2012. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The programming history from the generator was reviewed and on (B)(6) 2012, the high impedance went from 1705 ohms to 9719 ohms (high impedance).

Event description:
On (B)(6) 2012, it was reported that the patient underwent a full revision surgery on (B)(6) 2012. The explanted lead and generator were returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed. The programming history database was searched and high impedance was observed at the last two visits, (B)(6) 2012 during system diagnostics tests; low/high/>=10,000ohms/no. The patient was disabled on (B)(6) 2012.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.